Event description:
It was reported that the customer accidentally turned off the pump and their blood glucose (bg) level increased to 524 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.